Event description:
The device was advanced through the sheath and the md was attempting to advance the catheter into the right atrium/right ventricle and then to the pulmonary artery. He was having difficulty doing so and introduced a .025 guidewire into the lumen of the catheter in order to assist with his attempts. The guidewire was not able to advance through the lumen and would only go as far as the transition where the multiple ports of catheter are. The catheter was removed and another was successfully used instead. Once the catheter was removed from the field we were able to take the straight end of the .025 guidewire and advance it both antegrade and retrograde through the lumen of the catheter. The j-wire end of the wire was never able to accomplish this.device #1is this a laboratory device or laboratory test?no.